Event description:
Reporter alleged that the meter shows signs of melting around the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.